Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service technician was dispatched to the customer's facility to investigate the device. A technical safety inspection was performed at the customer's site without detecting deviations. The motor control board and the computer board were replaced as per customer's request and the unit was put back in service. The reported error could be confirmed through serial read-out analysis. Prior to this error, several messages associated to the occlusion parameter were registered. This type of message is caused solely by a too strong occlusion set by the user. According to the IFU cp_IFU_5811-0000, in order to overcome this failure the user should reduce the pump speed and check occlusion and tubing size. If none of these recommendation is undertaken by the user, the motor control failure is displayed and the pump stops. The most likely root cause of the reported malfunction was traced back to a wrong occlusion or tubing size set by the customer.

Event description:
Livanova received a report stating that a s5 roller pump showed a motor control failure error message during the procedure. There was no report of patient injury.